Event description:
Revision surgery due to a dislocation occurred (B)(6) 2020 approximately 14 months after primary surgery on (B)(6) 2018. 36/+6 humeral cup was removed and replaced by 36/+9 humeral cup and +9 humeral spacer.